Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the instruments used to prepare the femoral canal and their condition are unk. Surgical notes were not provided. It is unk whether the reaming technique described in the surgical technique was followed. The surgical technique notes that if the stem does not advance to the desired location, "...stop insertion and remove the component. Rasp, ream, or burr add'l bone from the areas that are preventing the insertion, and insert the component again." A definitive root cause cannot be determined with the info provided. Eval: the mfg records were reviewed and found to be conforming indicating that the device was mfg, inspected, and packaged to spec. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that when attempting to implant the stem, it would not seat properly. The surgeon then removed the stem and broached again with a larger rasp. The surgeon was then able to implant the stem but it still remained approx 1mm proud.